Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and near the fantail, and the electrode ground ring was missing. In addition, the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The deice passed the tests performed. This is the final report.

Event description:
The recipient reportedly elected explant surgery after the discovery of an internal auditory canal lesion with acoustic neuroma. The recipient's device was explanted. The recipient recovered from surgery.